Manufacturer narrative:
One power supply cord with model number cm1110 was returned and investigated. Visual analysis revealed a broken power supply cord. The power supply cord had been separated from the power supply brick, leaving exposed wires protruding from both ends of the break. No incidence of shock was observed during testing. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the damage remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming that a power supply cord had been separated from the power supply brick, leaving exposed wires protruding from both ends of the break. This in turn contributed to the user being shocked. Originally the power supply cord was detailed to have no damaged according to the user, but upon investigation when returned, damage was noted that would end up contributing to the electrical shock the user experienced. There were no adverse consequences to the patient.